Event description:
Patient's left knee was revised due to mal-alignment of knee.

Manufacturer narrative:
An event regarding alleged malposition (mal-alignment) involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the components were not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation for this event is possible at this time as devices were not returned and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient's left knee was revised due to mal-alignment of knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. No further information will be made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.